Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient's reported postoperative symptoms. To date, the patient's doctor has not been able to identify a cause of his symptoms, however the patient is continuing to work with his doctor in order to find the best clinical course. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental MDR will be submitted. As reported two bard perfix plug devices were implanted this MDR represents device # 2 an additional MDR was submitted to represent the device #1. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It has been reported that the patient had a small, mildly symptomatic inguinal hernia in the left groin area and on (B)(6) 2016 he underwent repair and was implanted with two bard perfix plug devices. As reported two weeks post implant the patient began to feel pain, tightness and swelling at the incisional site. The contact reports that the patient took ibuprofen 600 mg however, states this was not helping and he discontinued use. A CT scan showed normal postoperative inflammation. The patient's symptoms continued and another CT scan was performed showing mild inflammation; otherwise normal. The patient has recently undergone a pain injection and has only some relief. As reported the patient has discussed explant of the mesh with his doctor, if the pain injections do not resolve the issue. As reported the pain increases with activity and the area swells in which the patient has to stop the activity and rest with elevation of the area to resolve the swelling.